Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned and regreased hv cables. Replaced the batteries to eliminate errors and memory storage. Recommended replacement of x-ray tube, cables and software reload. Awaiting response from customer. The system was operational and returned to customer. Any additional info received will be reported as required.

Event description:
It was reported that the 9800 system displayed a kv low message during a case. The case was completed without system fail or reboot. System remains in use. There was no report of pt injury.